Manufacturer narrative:
Device in wrong position: improper positioning-related defect was found on the returned product in the form of a cannula kink; however, the cause of the positioning issue was not determined without sufficient clinical details and data log review. Thrombosis: the cause of the injury could not be determined due to insufficient clinical details. Low or blocked pump flow: evidence of a cannula kink on the returned product could be a potential cause for the low pump flow; however, without data logs and sufficient clinical information, the cause of the low pump flow issue is not determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale/review: an impella cp was placed to support the 61 year old female who had been admitted in with cardiogenic shock and acute myocardial infarction. Any underlying cardiac or systemic comorbidities are unknown. The pump was supporting but, when there were alarms for suction, the pump was troubleshot with >1 liter of fluids and imaging was done to assess pump position. The position was shallow, and so the team made decision to reposition and pulled the pump out of the left ventricle entirely. There was an observation of clot on the pump, so the team made choice to explant and replace the pump. The clot was thought to perhaps have been due to prior myocardial infarct at the anterior wall. The presumption has not been confirmed to date, but the harm and pump replacement warrant reporting.

Manufacturer narrative:
H6 medical device problem code a01 was erroneously entered on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.